Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had reverted to storage mode. The device had triggered eol (end-of-life) more than half a year prior. The boston scientific technical services consultant explained that a device in storage mode means that the device cannot shock or pace and the patient should be considered unprotected. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, this medical device remains in service but is expected for changeout in the near future. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, this medical device was removed from service for normal battery depletion. This medical device has not yet been returned to boston scientific. The investigation remains open at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
--